Event description:
On (B)(6) 2026 during a planned hip revision surgery, involving one tt with modulus r, the manual impactor (product code:9043.10.310 - lot: unknown) fractured during trialing with a size 23 trial stem, after femoral preparation with reamers. The extraction of the trial stem was difficult. The procedure was completed by implanting a revision stem, available on consignment at the hospital. Event occurred in italy.

Manufacturer narrative:
No review of manufacturing records for complained parts can be performed either since lot number/product information is unknown.